Event description:
It was reported through a legal event that a 70 year old female patient had hernia repair surgery on or about (B)(6) 2014. During the hernia repair surgery, the surgeon implanted a strattice 2540002 firm mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2016, reporting abdominal pain and was diagnosed with a large lower abdominal hernia. On or about (B)(6) 2016, the underwent a recurrent incisional hernia repair with mesh and left muscle transfer flap. On or about (B)(6) 2019, the presented back to the hospital and was diagnosed with a recurrent ventral hernia. She underwent a repair of a recurrent incarcerated incisional hernia with mesh and lysis of adhesions. This record is associated with the device implanted on (B)(6) 2014.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 17/oct/2022, pmqa received notification from legal that the lot associated with this event was found through discovery and is log314386. No other information was reported. Although a lot number was reported, the lot number is not valid, therefore, the lot associated with this event remains unknown. As reported in the initial: it was reported through a legal event that a 70 year old female patient had hernia repair surgery on or about (B)(6) 2014. During the hernia repair surgery, the surgeon implanted a strattice 2540002 firm mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2016, reporting abdominal pain and was diagnosed with a large lower abdominal hernia. On or about (B)(6) 2016, the underwent a recurrent incisional hernia repair with mesh and left muscle transfer flap. On or about (B)(6) 2019, the presented back to the hospital and was diagnosed with a recurrent ventral hernia. She underwent a repair of a recurrent incarcerated incisional hernia with mesh and lysis of adhesions. This record is associated with the device implanted on (B)(6) 2014.

Manufacturer narrative:
The lot number associated with this event was found through discovery and is log314386. However, the lot number provided is an invalid lot number, therefore, the lot associated with this event remains unknown and the investigation conclusion remains unchanged. Based on the limited information reported, a relationship between the event and strattice cannot be determined. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.